Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was receiving an unable to authenticate error. A technical support specialist (tss) accessed the server to review the system configuration. The tss verified that the user was assigned the correct role and area, then accessed the station to analyze the medication application behavior and identified authentication failure due to invalid credentials. The tss contacted the customer to retest, but the issue persisted and then advised contacting the information technology team to reset the password and update it before testing again. The tss confirmed acknowledgment from the customer and closed the case. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was receiving an unable to authenticate error. Customer stated that pyxis user had recently been migrated to a new domain within ardent health. The username and password were transferred as part of the migration. The user's pyxis role and assigned areas were updated to restore their previous access following the migration. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.